Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 2647 ventricular sic; ventricular tachycardia (vt) non sustained, high rate non sustained, and ventricular oversensing-noise detected episodes with lead noise oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert, impedance on the rv pacing lead was beyond the expected upper range, and pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, beginning (B)(6) 2015, rv capture threshold measured 2.5volts. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 500-700 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for short interval counts (sic) greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered noise on rv tip to ring channel. The rv lead is implant ed-remains in service. No patient complications have been reported as a result of this event.